Event description:
--

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented for a routine in-clinic follow up with report that the device emitted beeping tones. Interrogation of the device revealed that elective replacement indicator (eri) had been reached due to an extended charge time, exceeding the extended charge time limit. Boston scientific technical services (ts) discussed time to end of life (eol). No adverse patient effects were reported.

Manufacturer narrative:
An attempt was made to obtain additional information, however, no additional information is available at this time. Available information indicates that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. Analysis noted that the device had not declared eol.

Manufacturer narrative:
Subsequent information was received that the device reached end of life (eol) one month later. An invasive procedure was performed. The device was successfully explanted and replaced. The product has been received for analysis. Initial anlaysis performed at our post market quality assurance laboratory noted that the device did not meet longevity expectations. Analysis of the returned product is ongoing. This report will be updated upon completion of analysis.